Manufacturer narrative:
Customer unable to locate sample, however customer believe the sample was from a plasma separator tube. Electrode less than 2 months old and the customer cleans cup and checks electrode weekly. The customer pulled electrode the night before to check for integrity. Service has been monitoring this account with the advice of internal bec team. A clear root cause is unknown for this event.

Event description:
Beckman coulter inc., (bci) contacted this customer via the bci internal monitoring data for glucose module (glucm) phase I customer contact program. The customer runs sample in duplicate mode and then verifies prior to reporting the result. The result was not reported out of the laboratory. The customer indicated one (1) patient's glucm sample results did not match when running in duplicate mode. The sample generated a false low result. The initial glucm result was 23 mg/dl and the repeat results on an alternate unit were (31, 21, and 28 mg/dl). The customer did not call and complain to bci about this sample. Patient treatment was not affected in this event.